Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional information has been requested.

Event description:
It was reported to philips that the device does not deliver the shock to the patient during an elective synchronized cardioversion procedure. The patient involved was reported by biomed to have not experienced harm or adverse patient impact. Biomed reported that the clinicians tried 3 times to do an elective cardioversion and then used another device to perform the treatment.